Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 4.00x28 mm taxus express2 drug eluting stent was unable to cross the lesion. Upon withdrawal some stent struts were "disturbed/damaged". No patient complications were reported. Patient status reported as "good/satisfactory".